Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates swg/catheter resistance - kinked.

Event description:
The customer alleges the catheter could not advance through the swg (spring wire guide).

Manufacturer narrative:
(B)(4). The customer returned a three-lumen catheter and a guide wire from a cs-15853 kit for evaluation. A kink was found on the guide wire body near the large black band mark. No issues were identified with the catheter. The length and outer diameter of the guide wire were measured and were found to be within specification. The length of the catheter body was also within specification. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. A device history record review was performed and no relevant findings were identified. The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Other remarks: all returned components met all visual and dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing /molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges the catheter could not advance through the swg (spring wire guide).